Event description:
Details: distal tip of caravel catheter became separated and embolized into distal om3. Retrieved with dual wire ''barbershop pole'' technique. No patient harm. Initial impression: level 1 (tortuous anatomy, severe calcium).